Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693565, implantable tachy lead, (B)(6) 2009; 1688tc, implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that product performance data was reviewed and classified as lead noise, t wave oversensing and inappropriate device detection. The right ventricular (rv) lead and device remain in use. The patient was enrolled in (B)(4). No patient complications have been reported as a result of this event.